Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as the physician could not use the guidewire for insertion of the catheter. The guidewire had a "separation in the j-point", so another guidewire was used. No patient harm reported. The patient's condition is reported as "stable".

Event description:
The complaint is reported as: the physician could not use the guidewire for insertion of the catheter. The guidewire had a "separation in the j-point", so another guidewire was used. No patient harm reported. The patient's condition is reported as "stable".

Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.